Manufacturer narrative:
The initial MDR 2247117-2021-00008 was filed on (B)(6) 2021. Additional information ((B)(6) 2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed the preventative maintenance (pm) checklist and cleaned the substrate reservoir using the procedure in the operators guide. No further issues were reported after the maintenance was performed. The region stated that the issue has been resolved and that the issue was caused by operator errors. The cause of the falsely depressed cancer antigen 19-9 (ca19-9, gi-ma, gim) patient sample test result was a use error. The instrument is performing within specifications. No further evaluation of this instrument is needed. Section h6 adverse event problem codes were revised.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed cancer antigen 19-9 (ca19-9, gi-ma, gim) patient sample test result was obtained from an immulite 2000 xpi instrument. The substrate reservoir was cleaned using the operator manual instructions for the quarterly maintenance check. Siemens is investigating.

Event description:
A falsely depressed cancer antigen 19-9 (ca19-9, gi-ma, gim) patient sample test result was obtained from an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument, generating a higher test result that was reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca19-9 test result.